Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 20g nexiva unit with no product documentation to indicate the reference or lot number. Additionally, one photo was provided for investigation. The photo is representative of what was returned and does not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the extension tubing was stretched circumferentially (ballooned) near the junction point with the catheter adapter. This suggested that if an obstruction was present it had to be present past the junction point inside the catheter assembly. There were no kinks or bends observed in the extension tubing. The unit was tested for occlusions by flushing the unit using a 10ml syringe. The unit flushed without resistance. The unit was then dissected to microscopically inspect for the presence of partial occlusions at the junction point between the extension tubing and the catheter adapter. Microscopic inspection did not identify any obstructions. Additionally, the wall thickness of the extension tubing was measured within specification. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, ballooned tubing may result from an occlusion due to excess adhesive between the catheter adapter and extension tubing or from kinked tubing. If an occlusion was present, the components would have to be partially occluded as a full occlusion would likely cause the clinician to experience issues during flashback and flushing of the device. Additionally, during use, ballooning may occur due to a kinked, occluded, or obstructed tubing. Complaints received for this device and reported condition will continue to be tracked and trended. As the lot involved in this incident is unknown, a device history review cannot be performed.

Event description:
It was reported that a bd undisclosed nexiva ballooned during IV contrast infusion. The following information was provided by the initial reporter: verbatim: our team here at stanford health care encountered a defective bd nexiva ultrasound guided piv product that became warped during CT contrast injection. The IV was in the patient¿s left a/c and had positive blood return and flushed easily prior to scan. Isovue-370 was injected at 4.5 ml/s with a diagnostic study achieved. It was noted that the pressure reading intermittently increased to nearly 300 psi but did not exceed the pressure limit. After the scan and upon assessing the IV, it was noted that the extension tubing ballooned out, but the entirety of the catheter is intact. The patient had no complaints. The defective product is available for investigation. Please advise where to send. I am looking forward to hearing back from you and your team. Thank you so much for helping me with this issue.¿ additional info from customer: (12-oct-2023). -what is the quantity of products found defective? 1. -is there any adverse event or serious injury occurred? No. -please provide incident date. (B)(6) 2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.